Manufacturer narrative:
The marksman catheter, pushwires, and pipelines were returned for evaluation. The pipelines were found already opened and released from their capture coils; therefore, the event cause could not be determined.(B)(4).

Event description:
During the procedure, it was reported that two pipelines would not release from their capture coils so they were corked and removed from the patient.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The devices involved in the event have not been returned for evaluation.the other device involved in the event is as follows:model: fa-77450-12 / lot: 9612510 / dom: 07/16/2012 / exp: 05/16/2014. (B)(4).